Event description:
It was reported that the patient received several shocks due to oversensing on the ventricular lead. The oversensing could be reproduced during the follow-up visit. Ventricular pacing impedance had decreased. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.